Event description:
It was reported that the patient¿s leads had moved. It appeared the patient had pain. The stimulator was adjusted but it was confirmed that the leads had moved. The system was removed and it was replaced with a new system. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013-, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).